Manufacturer narrative:
Summary of eval: device history review for the reported lot code indicates that devices were manufactured and accepted into final stock with no reported discrepancies. Visual inspection indicated that the device was returned in used condition. The tip of the driver shaft sheared off. The sheared tip was not returned. The investigation concluded that the cause of the driver fracture is likely to be user related. Similar investigations of these event indicated that the tips of these drivers deform due to torsional overload. This failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use.

Event description:
It was reported that, "the surgeon was preparing a screw to implant into the acetabulum. The surgeon realized that it wasn't feeding into the screw head and it was stripped so the surgeon used another screwdriver."